Manufacturer narrative:
Concomitant medical devices: 5076-45 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead there was a noted sudden drop in r-waves. It was also reported that some oversensing was suspected on the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.